Event description:
In 2007, the patient's granddaughter contacted lifescan on behalf of the lay user/patient alleging that the sample was not drawing in the one touch ultra test strips. The patient uses a one touch ultra. The reporter was unable to indicate how often the patient tests on the meter. The patient reportedly takes a set amount of insulin (unknown type/dosages) before breakfast and dinner. The patient acquired the reported meter approximately a few days before may 19, 2007. According to the reporter, the patient has never been able to test on the meter. One day later (between morning and noon), the patient developed symptoms of frequent urination and dry mouth. The patient attempted to test on her machine while experiencing the symptoms but was unable to obtain a meter reading. The patient felt that she was having high blood glucose levels but did not take any actions to administer self-treatment because she did not know what her blood glucose level; instead, she went to the doctor's office later the same day at noon for assistance. When she arrived at the doctor's office, the patient's blood glucose was "almost 500 mg/dl" on the doctor's device. She was treated with insulin based on the doctor's device and also had her insulin dosages increased. The patient also attempted to test on her meter at the doctor's office but still was unable to obtain a meter reading. Prior to developing the symptoms, the patient reportedly ate her usual meals, did not have any reported elevated stress levels, and had been taking her insulin dosages as prescribed. The reporter was unable to provide any additional details regarding the patient's actions prior to the onset of the symptoms. The reporter indicated that if the patient was able to test on her meter prior to the incident, the patient may have adjusted her diet but does not know if the patient would have adjusted her insulin dosages on her own. During troubleshooting on the phone, the customer care advocate (cca) noted that the correct testing techniques were used. The cca walked the reporter through a retest with new vial of test strips and the issue persisted. This complaint is being reported due to the following conclusion: the reporter alleged the patient was unable to test on her meter since obtaining the meter and during this time she sought medical treatment for hyperglycemia associated with symptoms class for hyperglycemia. The patient also had her insulin dosage increased. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.